Event description:
On a CT scanner equipped with the dose check feature (nema xr 25-2010), the dose alert feature was triggered during a complex interventional procedure. The maximum value allowed by the scanner (and the standard) is 2000 mgy. This case required the physicians to exceed this value. Each time that he requested another scan, the pop-up alert window was triggered, requiring technologist interaction. This sequence of events slowed down the time from when a physician requested a scan and when it could be performed. This compromised the safety of the complex procedure, greatly lengthened the procedure, and caused the patient to remain in a painful position for an extended period. The dose alert feature could not be disabled by the operator. Service and physics personnel were contacted and no equipment malfunction could be identified. Manufacturer applications specialists were contacted and no information was provided to assist us in preventing a subsequent occurrence. Shortly thereafter the problem occurred in another case when the cumulative ctdivol exceeded 2000 mgy. Our physics staff investigated several options on the user interface to try and shut off the feature, as the technologist and radiologist waited for assistance. No obvious solution presented itself. Following a hunch, a value of 0 mgy was entered. This disabled the feature, and the procedure continued. We have now turned off the dose alert feature on all scanners in our practice where interventional procedures are performed. We have alerted our affiliated practices to ensure that they take the same precautions. Dr (B)(6) (physicist) has alerted members of the (B)(6) community and dr (B)(4). Individuals at (B)(6) have been informed. However, the information needs to go to every user of CT systems where this could occur through field correction alerts sent by the manufacturers. Additionally, a ge service engineer updated software on a system to install dose check. Ge's default values have the feature on, and also require a password. No password was handed off to the technologist leads or supervisors. Thus, when the alert occurred, the only way to finish the case was to use a dose setting so low that the images were barely readable. This also needs to be addressed. Diagnosis or reason for use: CT guidance of complex interventional procedures.